Event description:
Patient put pump in bag with pack of ice and water leaked. Pump no longer worked. No other information available. Dose or amount: 4.75 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.